Event description:
The hosp rep reported an infusion pump with an 807:01 failure code. The rep stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event. There was no report of any pt injury or medical intervention as a result of this failure. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code or the set up of the infusion device. Additional contact info was also requested but no additional contact was provided.